Event description:
It was reported that patient underwent hip procedure on (B)(6) 2012. During the procedure, the surgeon attempted to insert an apical plug, but the apical plug passed completely through the apical hole. The procedure was completed using another apical plug, with no reported injury to the patient or significant delay in the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received.

Manufacturer narrative:
Other - the apical plug met all design specifications except for a few measurements that were undersized due to a burr. The apical plug functioned correctly with its mating instrument. The reported event could not be substantiated. Review of sales history found seven units implanted for this lot with no other reported complaints.